Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus calibration issue. The device passed functional and system tests. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer calibration was disturbed. The programmer was returned for service. There was no patient involvement.